Event description:
It was reported that, during a rotator cuff repair - open approach, the doctor implanted anchor and it broke in the bone. The broken part of the anchor was retrieved from the bone and a different anchor was used to complete the surgery.

Manufacturer narrative:
Additional information will be provided once investigation is completed.